Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a noisy signal on the electrocardiogram channel and insulation breakdown causing the muscle noise to be present. As of this time, this rv remains in service. No adverse patient effects were reported.